Event description:
At the initiation of the blood flow through an aortic perfusion cannula the vent cap on the t-connector loosened and came off. The flow was stopped and the cap replaced. The flow was continued with no adverse impact to the pt. Blood loss was reported as minimal.